Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported by the clinical support specialist (css) that the staff received high-pressure alarms and blood was noted in the helium driveline. As a result, the intra-aortic balloon (iab) was removed, and a second iab was inserted at the same insertion site. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn# (B)(4). The serial number recorded on the complaint report matches the serial number on the returned sample. Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in the supplied return kit and was in a sealed bio-hazard bag. Upon return, the iabc bladder was noted withdrawn through the teflon sheath and the teflon sheath was noted on the iabc bladder membrane. The distal end of the teflon sheath was at approximately 6.1cm from the iabc distal tip; liquid blood/fluid was noted within the sheath sidearm. Buckling to the teflon sheath extrusion was noted approximately from 11.6cm to 13.9 from the distal end of the teflon sheath. The one-way valve was tethered to the short driveline tubing. The exposed portion of the bladder was fully unwrapped; the bladder was also noted bunched up near the distal end of the teflon sheath. A bend to the iabc central lumen was noted at approximately 43.7cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned iabc. Dried/liquid blood was also noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0051in-0.0061in and was within specification. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab blood in helium pathway is confirmed. The intra-aortic balloon catheter (iabc) bladder had a full thickness abrasion, which caused the blood to enter the helium pathway. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. Additionally, unrelated to the reported complaint the returned iabc bladder was found withdrawn through the teflon sheath and buckling was noted to the teflon sheath extrusion. This indicates the iabc was not removed correctly per the instruction for use (IFU). An in-service has been requested to review the instructions for use (IFU) with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the bladder leak is related to patient condition. This will be monitored for any developing trends.

Event description:
It was reported by the clinical support specialist (css) that the staff received high-pressure alarms and blood was noted in the helium driveline. As a result, the intra-aortic balloon (iab) was removed, and a second iab was inserted at the same insertion site. There was no report of patient complications, serious injury or death.